Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, previous heart valve surgery, atrial fibrillation. Complications reported included death, heart failure, prolonged hospitalization, additional procedure, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "tri.fr eligibility criteria and outcome in real-world cohort of patients undergoing tricuspid transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective multi center study, to evaluate the applicability of the tri.fr eligibility criteria in a real-world patient cohort as well as the prognostic significance of tri.fr-eligible profile. Devices mentioned include triclip. The article concluded that tri.fr eligibility criteria were widely applicable in real-world cohort and were associated with lower rate of tricuspid valve reintervention, while survival and freedom from hf hospitalization remained comparable between groups. [The primary author and corresponding author was rodrigo estévez-loureiro at department of cardiology university hospital alvaro cunqueiro, vigo, spain with corresponding email: roiestevez@hotmail.com]. The time frame of the study was june 2020 to march 2023. A total of 222 patients were included in this study, of which 180 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included coronary artery disease, previous heart valve surgery, atrial fibrillation cn-334384, unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, additional procedure, single leaflet device attachment

Manufacturer narrative:
Article title: eligibility criteria and outcome in real-world cohort of patients undergoing tricuspid transcatheter edge-to-edge repair b2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.